Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during the tha, when the surgeon was screwing a screw to lock a cup, the tip of the universal driver shaft broke. He succeed to remove a fragment of tip."